Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy brown effluent. The cause of peritonitis was unknown. Th patient was hospitalized and given unspecified treatment for the event. At the time of this report, the patient was discharged and recovered from the event. Pd therapy was ongoing. No additional information is available.